Manufacturer narrative:
Misread discrepant antibody screening result for one patient on an ortho vision mts analyzer. Order reports from the analyzer of the test details were provided and confirmed the pattern of results described by the customer. Customer provided card images. The tsc reviewed the gel card images and agreed the original testing has a very weak reaction that was graded as negative. Tsc requested image analysis to sls. The tsc received the gui analysis report which indicated the results issued by the customer's ortho vision mts analyzer were duplicated. The tsc followed up with the customer and provided the results of the gui analysis. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).

Event description:
A customer reported about what was described as a misread discrepant negative antibody screening result for one patient using the ortho mts gel system in conjunction their ortho vision mts analyzer. The customer reported that the initial antibody screen result was negative. As per customer policies, for a patient with no previous history, the test should be repeated with a fresh sample. The customer reported that a fresh sample from the same patient was then retested for antibody screening and the result was issued with a question mark for cell 2 of 0.8% selectogen. The anti-igg mts gel card was placed on the review rack, and after user visual inspection, the patient sample was graded as positive (1+ reaction strength) for cell 2 of 0.8% selectogen. The antibody screen was accepted as positive. The customer reported that they then retested the same patient sample on their ortho vision mts analyzer using an alterative lot of 0.8% selectogen and a positive (1+ reaction strength) was obtained for cell 1, giving a positive antibody screening result. The tech performed manual tube testing converting 0.8% selectogen from 0.8% to 3% and performed antibody screen with peg enhancement and the result was a weak positive for cell 1. The customer reported that they then continued with antibody identification and further identified an anti-k(kel1) antibody. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported event.